Manufacturer narrative:
Concomitant product(s): a 5076-58 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection less than two weeks after the implant of an implantable pulse generator (ipg) with an absorbable envelope. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.